Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: deflation-patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope. Use error-do not reuse explanted products. Natrelle® 133 tissue expanders are intended for single use only.

Event description:
Patient reported right side acute cellulitis, implant is hard and red, there may be a leak, a lot of bleeding, aspirated 300cc of blood, yellow and cloudy liquid, and the doctor "removed the expander, rinsed and replaced it". Device remains implanted.